Event description:
It was reported by a patient that primapore is really sticky and rips his skin off.

Manufacturer narrative:
Product was not evaluated due to the sample was not returned for investigation. [(B)(4)].